Event description:
It was reported that poly swap. Patient presented with limited range of motion and pain. Poly insert was exchanged for a size 6 cr/x3 9mm.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned due to hospital policy.